Manufacturer narrative:
Product complaint #:(B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the trial was reported for an unknown reason.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿the following device was received as blind unit¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the outer surface of the white femoral trial was broken and delaminated. Fragments were not returned for evaluation. Due to the observed damage of the trial, it was not possible to retrieved the product code nor the lot number. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces, such as, hard edges coming in contact with the device and heavy impaction forces. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the unk femoral trial would contribute to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to post manufacturing damage.